Event description:
On april 20, 2007, it was reported to boston scientific corporation that sometime, "perhaps within the last few days", after the initial placement of push method enteral feeding device on a 71 year-old female patient, the feeding tube "migrated through the stomach wall and imbedded itself into subcutaneous fat". The initial placement was successful and endoscopic visualization confirmed proper placement. The physician removed the device and successfully replaced with another same device. Additional surgeries were performed to manage infection and for debridement. The patient was discharged from the hospital.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Shipment history review has identified three possible lots. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The april 2007, 15-month initial complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and the current data point did not exceed the complaint alert limit.